Manufacturer narrative:
On (B)(6) 2019 a correction was noted that the same handle and adapter were used and only the reload was changed when the procedure was completed. Hence, the handle and adapter worked properly and without issue. This event had been reassessed and found to be not a complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, on the first firing the device was not completely fired and stopped halfway where the clamp cover slightly advanced. Using the same handle and adapter a new reload was used, working properly the procedure was completed without another issue. There was no patient injury.